Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a collision of robotic tools occurred and the 8mm fenestrated bipolar forceps (fbf) instrument working part tool was bent. The device has been pre-washed and packed for examination and inspection. The tool was immediately withdrawn from the surgical field and secured in accordance with safety procedures. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments that fell inside the patient. The fbf collided with the scissors. The instrument will not be returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to one (1) severely bent grip, causing misalignment of the grip-tips. There was a 5.15mm offset at the tips. The grips were found to have breaking damage. Additional observation(s): the instrument was found to have a broken grip at the midpoint of grip the component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Further inspection of the returned instrument found no additional damage or abnormalities.